Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 8, 2019. Upon further investigation of the reported event, the following information is new and/or changed: method code #1: 4114 - device not returned, method code #2: 3331 - analysis of production records, method code #3: 11 - testing of device from same lot/batch retained by manufacturer, results code: 3259 - improper physical structure, conclusions code: 4307 - cause traced to component failure. The actual sample was not returned for evaluation. A retention sample from the same product/lot number was tested and found to be functioning properly. An engineering investigation and CAPA have been initiated to determine a definitive root cause. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the temperature probe port on the oxygenator outlet was not giving a reading. No consequences or impact to the patient. Product was not changed out. Procedure was completed successfully.